Event description:
It was further reported that the patient presented due to unstable angina. The 90% stenosed and 16mm long target lesion was located in the right atrioventricular branch (r-pav) artery with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.0x16mm taxus express 2 stent, resulting in 0% residual stenosis following post-dilation. Timi 3 flow was retained throughout the procedure. The patient was discharged eight days later on aspirin and plavix. (B)(6) 2010 - the patient presented due to congestive heart failure without ischemic symptoms. Transfusion and administration of lactic injection, inovan, hanp, and vitamedin were carried out, however, the patient passed five days later. No autopsy was performed.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, a patient death occurred. The patient received an unknown sized taxus express 2 on an unknown date. (B)(6) 2010, the patient was admitted to a hospital with congestive cardiac failure and expired 5 days later. Additional information has been requested and is not available.

Manufacturer narrative:
Updated: date of birth, patient sex, relevant tests/lab data, other relevant history (B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).